Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements. Some small noise on the electrogram (egm) was also noted. Which was believed to be caused by a pocket fracture or clavicular crush. Troubleshooting options were recommended. Lead revision will be performed, however, the patient canceled the case and no reschedule was made yet. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explanted performed.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements. Some small noise on the electrogram (egm) was also noted. Which was believed to be caused by a pocket fracture or clavicular crush. Troubleshooting options were recommended. Currently, this ra lead remains in service and no adverse patient effects were reported.